Event description:
Per dealer called in and stated that the frame was bent on the chair. When dealer was asked what caused the issue, dealer stated that he does not have enough information to provide to me at this time and will call back at a later date when he can speak to the technician that requested the quote. Unable to obtain any additional information at this time.